Event description:
It was reported that the customer's pump was "unsuccessful" and the customer was no longer using it for insulin therapy. No additional patient or event information was provided. Although requested, the customer declined to provide any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.